Event description:
The customer alleged that the nurse call was not functioning. No pt impact.

Manufacturer narrative:
The service technician found that the bed functioned as designed and could not duplicate the alleged issue.